Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his blood glucose level was 403 mg/dl. The infusion set cannula was bent. The customer treated his blood glucose level with an injection. The insulin pump alarmed no delivery. The no delivery alarm was resolved with a complete set change. The customer was advised that the device would be replaced and agreed to return the product for analysis.